Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2016 we were informed that on (B)(6) 2016 home monitoring showed device measurements were out of range and it was suspected the pacemaker was malfunctioning due to damage of this lead from twiddler's syndrome. The patient was hospitalized and this lead was replaced. No explant date was provided and no mention of the lead being removed. It is believed this lead remains inactively implanted.

Event description:
Ous MDR - it was noted in home monitoring that out of range measurements of the device were detected. The lead was replaced, but no explant date was provided.